Event description:
Process disposable cracked during centrifugation allowing blood to leak into centrifuge well. Blood was contained within centrifuge chamber. No injury to operator or pt. Incident did not result in exposure as defined by osha.